Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer's blood glucose reading was 492 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump passed the high pressure test. However, the customer was uncomfortable using the insulin pump, and asked for a replacement. Nothing further was reported.